Event description:
It was reported that the patient received inappropriate atp therapy due to a noise on the lead. No changes were made and the lead noise will be monitored. No further information is available.